Event description:
The user received a questionable troponin t stat result for one patient sample. All results are in ng/ml. The initial result from a sample drawn at 1:25 pm was <0.010 and was reported outside the laboratory. The physician did not believe the result and asked that the test be repeated on the sample. The repeat result was 0.345, which was believed to be consistent with the patient's condition. The patient was not adversely affected. The troponin t stat reagent lot number was 16234301. The field service representative could not find a cause. He checked the instrument and ran performance testing with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. General root causes are possible such as undetected foam on the sample no injury or illness or deterioration in health was caused to the patient, the patient was not harmed by any taken action.